Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device / migration of essure device'), device breakage ('received is a disrupted metal essure coil'), menorrhagia ('abnormal bleeding ( menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin b complex supplementation, depression, anxiety, headache, cholecystectomy, obesity, weight loss, amenorrhea, fallopian tube spasm and uterine bleeding. Current weight: (B)(6) lbs. Approximate weight at time of essure placement:(B)(6) lbs. Endometrial curettings and right essure coil. Received is a disrupted metal essure coil. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2013 to (B)(6) 2019, phentermine, topiramate, chlorthalidone, xanax, wellbutrin, metformin, multivitamin and celexa. Concomitant products included levonorgestrel (mirena) from (B)(6) 2009 to (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (on (B)(6) 2017 underwent ablation and d&c and removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. Insertion details- left essure coil inserted without complications, leaving around 4-5 coils visible, right ostium, essure coil inserted but only the tip of the applicator was able to be inserted due to the contracture of the right fallopian tube. Another essure kit opened,the coil released and appeared to have around 12-25 coils extruding from the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and mr received: previously reported event "injury nos" replaced with ¿abnormal bleeding ( menorrhagia)¿, events: ¿abnormal bleeding (vaginal), malposition of essure device / migration of essure device, dysmenorrhea, pelvic pain, weight gain, received is a disrupted metal essure coil¿, medical history and concomitant conditions, historical and concomitant drugs, lab data, reporter and reporter information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device / migration of essure device'), device breakage ('received is a disrupted metal essure coil'), menorrhagia ('abnormal bleeding ( menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin b complex supplementation, depression, anxiety, headache, cholecystectomy, obesity, weight loss, amenorrhea, fallopian tube spasm and uterine bleeding. Current weight: 175 lbs approximate weight at time of essure placement:174.4 lbs. Endometrial curettings and right essure coil. Received is a disrupted metal essure coil. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2013 to (B)(6) 2019, phentermine, topiramate, chlorthalidone, xanax, wellbutrin, metformin, multivitamin and celexa. Concomitant products included levonorgestrel (mirena) from (B)(6) 2009 to (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). The patient was treated with surgery (on (B)(6) 2017 underwent ablation and d&c and removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 175 lbs insertion details- left essure coil inserted without complications, leaving around 4-5 coils visible, right ostium, essure coil inserted but only the tip of the applicator was able to be inserted due to the contracture of the right fallopian tube. Another essure kit opened,the coil released and appeared to have around 12-25 coils extruding from the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.